Event description:
It was reported that the patient presented in clinic experiencing myofascial stimulation. During reprogramming, the only vector where the patient did not experience stimulation exhibited high capture thresholds. The physician elected to program off the left ventricular lead. The patient was fine post event.

Manufacturer narrative:
UDI (di): (B)(4).